Event description:
The user facility reported that an extra-corporeal circuit line became disconnected during a bypass procedure. The arterial and venous lines were immediately clamped, bypass was stopped for approximately 2-minutes, the tubing sections were re-connected and the circuit was de-aired. The estimated volume of blood loss was 1000-cc and some blood replacement was given. The user facility reported that there was no pt injury and the procedure was completed successfully without any further complications. Reportedly, further examination indicated that the connector appeared to have broken during initial set up at the user facility.